Manufacturer narrative:
Batch review performed on 27 march 2018; lot 153970: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-26 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability 2 years after the primary. The surgeon determined that the stem was loose and undersized during the primary. The surgeon revised the stem, head and liner. The surgery was completed successfully.